Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 28x3mm lesion being treated was located in the moderately tortuous mid to distal right coronary artery. The physician implanted a 28 x 3.50mm taxus liberte stent in the target lesion. The stent was post dilated with an unspecified nc balloon catheter. It was then noted that the distal end of the stent was flared. The procedure was completed by implanting a 3x16mm liberte stent. No further patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).